Event description:
The nurse went to spike a normal saline bag and the bag broke as the spike was inserted. A large hole was noted at the spike site with normal saline leaking out. A new bag had to be hung for bolus, and the ripped bag was saved for inspection.